Event description:
Report from the USA stating that the device's "fan comes on immediately and is noisy". It is known that the device was not used during surgery. It is unk if injuries or medical intervention were reported. There was no additional info provided.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional info becomes available, a supplemental report will be sent. (B)(4).